Event description:
It was reported that the pt was not getting the desired effect from the device. A catheter dye study was done and found no problem with the catheter. The pump was explanted and replaced. The pt recovered without sequela. The medication being delivered via the device system was lioresal.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.